Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) and dyspnea appear to be cascading effects of the slda. Furthermore, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event is estimated. UDI is unknown as the part/lot number were not provided.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention it was reported that the initial mitraclip procedure on (B)(6) 2021 was to treat mixed mitral regurgitation (mr). Four clips were successfully implanted, reducing mr. Then on an unknown date, the patient returned coughing and feeling sick. Imaging revealed that one of the clips became detached form one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized to await additional treatment. On (B)(6) 2021, one additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.